Event description:
The following has been reported: biomed reported: "turns on fine then keeps vibrating and then says pump problem blinking red. Patient harm: no. A preliminary review of the logs identified the following issue: unidentified malfunction during infusion. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an unknown failure. Upon return, the device powered on and shortly after a cassette was inserted the unit alarmed. Log files were pulled and reviewed indicating a valve 2 leak failure. Device is failing pneumatic hardware testing consistent with a a valve 2 failure.